Event description:
Complainant alleged that during functional testing, critical error 3 "defib charge timeout" was observed in the error log. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, on/off current testing, power cycling, and functional stress testing without duplicating the report. Internal inspection of the device found no discrepancies. The high voltage (hv) capacitor was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll singapore for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The report was cleared and did not reoccur. An internal inspection of the device found no discrepancies. The device will be sent to zoll chelmsford for further evaluation. Analysis of reports of this type has not identified an increase in trend.